Event description:
It was reported that lia (lead integrity alert) activated, with oversensing, noise, high impedance on both defibrillation coils and pace/sense conductor, and lead fracture noted. The patient was reported to be very upset and anxious. It was noted that the patient had been performing vigorous/strenuous exercise and heavy lifting, had an extended range of motion, and that the patient's collar bone was fractured. The patient had been advised to stop vigorous exercise but did not. It was further reported that the patient experienced pain and suffering. Detections were turned off, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).